Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the pump was programmed to deliver an unspecified antibiotic and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse went to the pt's home expecting the delivery to be complete; however, an unspecified volume of the medication remained in the container and the device was infusing. At that time, the nurse "reset the time to infuse the dose on the pump." No specific programming parameters were provided. After an unspecified length of time, the nurse returned to the pt's home, and noted the pump "had again changed a dose time, on its own." The pt reported to the nurse that the pump "seemed to be alarming quite a bit." The device was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medial interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).